Manufacturer narrative:
The filed service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found that the dual diluent filters were clogged. The fse replaced the dual diluent filters, which repaired the leak. The fse decontaminated the instrument, which repaired the failing plt backgrounds. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the probe of the coulter act diff analyzer. The instrument was also failing platelet (plt) backgrounds when the leak was noticed. The volume of the leak was a few drops was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.